Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient came into the office today because her controller would not allow her to push her settings any higher. The message said device cannot deliver settings. The rep ran an impedance check and her system said electrode 1, 2, 3, to avoid and 5 was out. Connectivity showed 2 and 5 with a red x. The patient said she did fall about a week ago and landed on her hands and knees. A few days later she grabbed her controller to turn her stimulation up higher and that's when she noticed the message. The issue was resolved by reprogramming with electrode 4 rather than 5 and she was able to push higher on her controller. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.